Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the rv lead was showing poor sensing values. An x-ray was performed, and the lead was found to be dislodged. A lead revision was done on (B)(6) 2019. No further adverse patient effects were reported.